Event description:
The lay user/patient contacted lfs in 2009, alleging that the meter powers off during use. The patient mentioned that one day prior, at 8am the patient attempted to test her blood glucose and the meter powered off during use. The patient did not exhibit any symptoms and ate more food and drink. Approximately 3 hours later, the pt began to exhibit symptoms of sweats, hot flashes and feeling shaky. The patient did not seek any medical attention or contact her physician for assistance. The meter is not a new product (out of box). The battery contacts were in good condition and the patient had replaced the battery per the owner's booklet. The meter shutoff before the time was up. Issue was not resolved. The meter was replaced. The complaint is being reported since the patient was unable to test and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.